Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. Root cause of this failure is attributed to a component failure. An additional observation found that was not reported by the customer was that the instrument was found to have thermal damage on the bipolar yaw pulley which was related to the primary failure. However, per additional information provided by fa, it could not be determined if the thermal damage occurred after the conductor wire breaking or during the procedure. The thermal damage was deemed related to the conductor wire failure due to the possibility and the proximity of the two to each other. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the fenestrated bipolar forceps (part# 471205-17 / lot# n11201130 / sequence# 0167) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2021 on system serial# (B)(4) with 3 uses remaining. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the instrument was found to have a broken conductor wire with no evidence of user mishandling or misuse. Thermal damage at or near conductor wire breakage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date (2020 reports) is blank because the product is not implantable. Initial reporter also sent report to FDA?: is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields PMA/510k (2020 reports), adverse event, recall (if recall number is given) (2020 reports), and correction/removal number (2020 reports) are not applicable.

Event description:
It was reported that during a da vinci-assisted umbilical hernia intraperitoneal onlay mesh (ipom) surgical procedure, the fenestrated bipolar forceps cable broke at the end of the procedure. The procedure was completed with no known harm to the patient. Per subsequent follow-up received on 02-jul-2021, the instrument and cannula were inspected prior to use and no damage was found. There was no arcing event observed nor reported for this event. The electrosurgical unit used was purchased with the robotic system. It is unknown if the instrument collided with any other instrument or tool during procedure and if the jaws were immersed in liquid or contaminated by carbonized tissue (bio debris) prior to the instrument activation. There were no staples or clips used in this type of procedure and it was not determined if the instrument was straightened prior to its removal. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain patient information. However, no further details have been received as of the date of this report.